Event description:
Device 2 of 2. Reference MFR report number: 1627487-2019-02886. It was reported that the patient experienced inadequate stimulation with their drg system. The cause of the inadequate stimulation was traced to the extensions. In turn, the patient underwent surgical intervention wherein the extensions were explanted and replaced. Therapy was restored post-operatively. Device information is not known at this time.